Event description:
During the course of a resuscitation effort, the customer reported unexpected pressure readings from the qcpr meter. The involved pt died, but the customer has stated that there was no relationship between the qcpr messages and the pt outcome as they were able to deliver therapy to the pt.

Manufacturer narrative:
(B)(4). During the course of a resuscitation effort, the customer reported unexpected pressure readings from the qcpr meter. The involved pt died, but the customer has stated that there was no relationship between the qcpr messages and the pt outcome as they were able to deliver therapy to the pt. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.